Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Philips technical support advised the customer that the unit will log a code if there is a failure that generates a code. Customer sees no failure codes in unit log. Customer stated that both breakers are tripped and he suspects they were turned off by staff because they cannot locate the power button on front of unit. Customer states that unit has been running fine and passes est and sst. Unit has protective cover over breakers, however staff still turn unit off by the breakers. Customer sees no failure codes in unit log and requested case to be closed.

Event description:
Customer stated both breakers are tripped and was calling to find out if the unit will log an error code if the breakers trip. No patient/user harm reported. Event date not specified; estimate used.